Event description:
Per the clinic, the device was explanted on (B)(6), 2014, due to facial nerve stimulation and lack of auditory percepts. During explantation of the device, the electrode array was found to be extra cochlear. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
This report is filed (B)(4) 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.